Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s lvad was explanted on (B)(6) 2017 due to device thrombosis. The patient had been taken off of coumadin due to a history of gastrointestinal (gi) bleeding not previously reported to the manufacturer. No additional information was provided.

Manufacturer narrative:
The investigation did not confirm the reported pump thrombosis as the pump was not returned for analysis. Thrombus and bleeding are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.